Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the infection resolved.

Event description:
It was reported that the patient's left extension and battery were explanted due to an infection. Both leads and the right extension and battery remained implanted and unchanged. It was noted that the removed components would be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3387s-40 lot# v042082, implanted: 2007 (B)(6), product type lead. (B)(4).